Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/15/2015 with the following findings: a review of the pump¿s black box history showed evidence of a partially discharged battery being installed along with multiple power reboots on (B)(6) 2015. The battery compartment was fully intact; no damage was observed. The returned battery cap coin slot on the top of the cap was found to be worn. The battery cap threads were found to be damaged as well. The returned battery cap was not able to be fully secured to the pump but was able to be used to complete all testing. During testing, the pumps electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The initial report inadvertently stated that the pump was not returned. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.